Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the 4 way valve not shifting fully. Additional malfunctions were the solenoid was dirty and check valve was discolored.